Event description:
Procedure: skin closure. According to the reporter: the caprosyn suture (sc5638g) was used for a skin closure after the removal of an epidermal cyst. The suture ruptured and wound opened up within 12 hours of procedure. Corrective action taken relevant to the care of the pt. The surgeon re-sutured the wound using different suture. Pt outcome: the pt is ok, the pt had a small amount of bruising.

Manufacturer narrative:
(B)(4).